Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer treated their blood glucose levels with manual injections. The customer was assisted with troubleshooting and was sent new sets to resolve the issue. The customer did not troubleshoot but the product back for analysis.